Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2017 with the following findings: during investigation, a review of the black box data showed one cs 064 motor error. The pump powered on intermittently with the returned battery cap. The pump was exercised for 24-hours with a test cap and no pump reboots, loss of power or call service alarms were observed. The pump case was removed and no evidence of moisture was found inside the pump. The complaint of a cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation.